Manufacturer narrative:
(B)(4).

Event description:
The aq2010v silicone three piece lens +21.5 diopter was returned to the manufacturer stuck inside the nanopoint cartridge. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluated by manufacturer?: visual inspection of the returned product found the lens stuck in a nanopoint cartridge. There was no visible damage to the device and there was evidence of dry clear surgical residue. Claim # (B)(4).